Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a zlb00 was explanted from a female patient's right eye. The patient had been increasingly intolerant to the glare after 14 months. The lens was replaced with a za9003 lens. There was no incision enlargement and no vitrectomy during the explantation. Patient's surgery had no complications and was pristine. Patient wanted to have the other lens removed but the physician recommended for the patient to wait longer to see if her total dyschromatopsia could be cured with the removal of just one lens.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.